Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the lip separated from the needle thereby exposing the needle. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: a visual evaluation of the returned device found the ceramic distal tip detached with the needle and wires exposed. A functional test was not performed due to the device condition. The reported event of distal tip detached was confirmed. In addition, the wires and the needle were exposed due to excessive force applied to the distal section of the device. Due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context . A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the lip separated from the needle thereby exposing the needle. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information was received on marc 13, 2017 confirming that the event happened during the procedure. Investigation found that the ceramic distal tip was detached. Furthermore, the needle and wires were exposed.